Manufacturer narrative:
The customer''s biomed resolved the issue without assistance from spacelabs. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.